Event description:
It was reported via a legal notification that a male patient, initial right knee implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2022, approximately 6 years 5 months post the initial implant procedure for reasons unknown. No further information was reported.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Recall: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear as stated in the legal documentation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation, and radiographs, photographs, or operative notes were not provided.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Additional information, including the product investigation, will be submitted within 30 days of receipt. H6: prosthesis wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information fields: a2, b5, d10, g, g2, g3, h6 clinical codes and investigation codes. Corrected information fields: b1, b2, h6-component code. D10: (B)(6) 02-012-41-3030 - logic tibia traptray cem sz 3f/3t. (B)(6) 02-010-01-0330 - logic femoral ps cem right sz 3 - three peg patella.

Event description:
It was reported via legal documentation approximately 77 months after a right total knee arthroplasty, the patient experienced pain and instability and underwent a right knee revision procedure. A revision operative report was provided. Post operative diagnosis noted right knee failed knee replacement, right knee aseptic loosening femoral component and right knee osteolysis. Intraoperatively the surgeon observed significant synovitis and wear of the liner. It was noted the femoral component was loose and the surgeon observed fibrous tissue beneath it with marked osteolysis. It was noted there was no evidence of infection. The patella was noted to be well fixed but with some wear. There were no surgical or medical interventions reported. No additional information is available

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-01157, 1038671-2025-01160. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and instability. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.